Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer's blood glucose was 600 mg/dl. Patient's current bg: 600 mg/dl and treated with manual shot. Customer reports the symptoms related to their high blood glucose was abdominal pain . Customer reports they feel okay to troubleshoot. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Explained the 2 high blood glucose rule. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer states the drive support cap appears normal (slightly indented). Customer states that she has been working with her healthcare provider and the diabetes for the last couple weeks. The insulin pump will not be returned for analysis.